Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's pressure was out of specification due to a contaminated flow sensor. The flow sensor was replaced to address the issue. The ventilator's speakers were also replaced due to low volume.